Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - samples were received and an investigation was performed. A review of the complaint lot history check was performed and this is the 2nd. Related complaint for needle clog on this lot #. No non-conformances were raised in association with this type of event for this lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned (75) unopened 32gx4mm bd pen needles from lot# 1012829. The consumer stated that there is no insulin flow during priming. 30 out of the 75 returned pen needles were tested for flow using a test pen injector. All 30 tested samples were able to expel properly. No defects were observed. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd pen ndl 32g 4mm pro was unable to prime. The following information was provided by the initial reporter : the consumer stated that there is no insulin flow during priming. Date of event : unknown. Samples : available.